Event description:
The manufacturer received voluntary medwatch (mw5110993) alleging a bilevel positive airway pressure (bipap) device having seen particles in the mask. Patient alleging cold symptoms that appear when using the device. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received voluntary medwatch (mw5110993) alleging a bilevel positive airway pressure (bipap) device having seen particles in the mask. Patient alleging cold symptoms that appear when using the device. There was no report of serious or permanent patient harm or injury. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this updated report will be filed.